Event description:
This late MDR is a retrospective filing for an international product with a similar us product. A blood donor generated a positive result (>1000 miu/ml) on the axsym ausab assay but when tested on a pha method, the result was negative. The donor was negative for hbsag and anti-hbc. No vaccination history on this donor was available. There was no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were available for investigation from the customer; however, an investigation was completed with an in-house reagent kit of axsym ausab, lot number 54249lf00. After a standard calibration was performed, three replicates of both the negative control and the positive control were tested. Since the suspect patient sample was not available, ten additional replicates of the negative control were tested. The yielded results of the negative and positive controls were within the package insert specification range. This testing showed this lot of the axsym ausab reagent kit is performing acceptably with respect to specificity. In addition, a review of a 100 member negative population tested for final lot release did not indicate a specificity issue for this lot. Due to the lack of the suspect patient samples for investigation, the cause of the potential false reactive patient results remains unclear. A review of the complaint and manufacturing records for axsym ausab lot number 54249lf00 did not identify any problems related to this issue. Based on our investigation, we have determined that the axsym ausab reagent kit identified in this complaint is performing acceptably. This is the final report.